Event description:
It was reported that the ventilator failed flow transducer test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and log files. Service report was not provided. The reported issue was investigated further on-site and it was found that the air gas module was defective and required replacement. No part was returned for further investigation, hence the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).